Event description:
During preparation for a saphenous vein harvesting procedure, the image on the endoscope was noticed to be blurry and not clear. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Upon receipt of the device in october 2005, it was identified that the distal lens was cracked. This is a reportable malfunction.